Manufacturer narrative:
The ca2 reagent lot number was 82133401 with an expiration date of 30-nov-2025. The field service engineer (fse) identified a worn and weak sample probe assembly and replaced it and the sample probe. The fse adjusted the sample probe and confirmed the module was operating within specification. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter questioned "several" low results for different tests affecting an unspecified number of patient samples from micro cups on a cobas 8000 c 502 module. An example of discrepant results was provided for 1 patient sample tested for calcium gen. 2 (ca2). The initial result was 0.02 mmol/l. The repeat result was 1.75 mmol/l.